Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with the right ventricular lead exhibiting an alert for loss of capture. Upon examination, the electrogram showed no solid evidence for a right ventricular lead loss of capture. However, there were noise noted on the atrial lead and right ventricular lead with oversensing resulting in pacing inhibition on the ventricular channel. There were also episodes of high ventricular rate caused by noise oversensing. The patient had an underlying sinus rhythm with first degree atrioventricular block and was not pacemaker dependent. The ventricular capture threshold was 0.75 v at 0.4 ms and the lead impedance was normal. The lead was reprogrammed to promote intrinsic conduction and minimize ventricular pacing. The patient was reported to be in frail but stable condition and it was decided to continue to monitor the leads regularly. Related manufacturer reference number: 2017865-2020-04866.